Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.

Manufacturer narrative:
Bd received 10 samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of sleeve leakage with the incident lot was not observed as all samples met the required specifications. Sleeve function testing was conducted on the customer samples, including an evaluation of sleeve leakage, non sleeve recovery, and sleeve side piercing, and no defects were observed. The manufacturing records were reviewed for the incident lot and no issues were identified. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder leaked blood into the holder during collection. No serious injury, mucous membrane exposure or medical intervention reported.